Event description:
The girl was so rough after my first nostril bled and I was coming out of the seat of my truck saying 'no' she proceeded. Seemed to lack any empathy as my other nostril bled and I was clear asking her to stop. She must be over worked, or doesn't care, or got bad training. Figure it out: I'll never be tested again- I'd be stupid to. What kind of test is this? At least warn us first. FDA safety report ID# (B)(4).